Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the received device was performed and found the whole white insulation tip broke off at the distal end from the metal body. A long crack with scratches was noted on the insulation tip. A foreign material was noted the on the interior intact portion of the insulation tip. There were scratches and small dents noted on the shaft and at the base of the device. Base on the similar reported events, the cause for the broken insulation tip is attributed to user mishandling and or excessive force applied during use. In the instruction manual under the warnings section it stated ¿misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip.¿

Event description:
Olympus was informed that during a cysto with fulguration procedure, the white insulation tip of the device broke off and fell into the neck of the patient¿s bladder. It was reported that the surgeon experienced some resistance while inserting the resectoscope into the sheath and pushed into it. The surgeon looked on the screen and observed a white tip in the neck area of the bladder. The sheath was withdrawn and the white tip was noted to be missing. The device fragment was retrieved with an unknown device. There was some bleeding observed; however, it was noted to be from a preexisting hematuria and was controlled with cautery. The intended procedure was completed with a similar device. There was no patient injury reported.